Manufacturer narrative:
This medwatch report is related to the same patient information that was submitted for a separate event under manufacturer report number 1820334-2021-00674. Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007, and the filter subsequently perforated outside of the ivc. This is the second, higher filter that was implanted within the patient. The first filter implanted within the patient was the lower filter. The patient has subsequently expired, and there are no allegations of wrongful death at this time. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, anxiety, worry, fear, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported anxiety, worry, fear, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, one other complaint has been reported against the lot 1836251. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a suprarenal tulip filter on (B)(6) 2007 via the right internal jugular vein due to deep vein thrombosis (dvt) [clot in infrarenal tulip filter ((B)(4))]. Allegations include: vena cava perforation abutting other organs. Further allegations include: "[patient] lived with the anxiety of having two filters that could fail further at any time, but that could not be retrieved without a serious surgery. [Patient] worried because [the] filters had perforated outside [the] vena cava, with one of them abutting another structures". "For fear of aggravating [patient's] condition and causing potential future injuries related to the cook filter, [patient] tried not to engage in any activities that could cause [patient] to exert [themselves]". Patient reportedly expired (B)(6) 2020 without allegation of wrongful death. Per a computed tomography (CT) abdomen/pelvis: "findings: this dictation refers only to the ivc filters. Filter 1: lntrahepatic ivc with tip at level of right hemidiaphragm. Caval perforation: yes. Grade 2 perforation of 9 o'clock strut 0.49 cm. Grade 1 perforation of the other struts. Tilt: no substantial tilt. Migration: unknown where was placed. Pertinent negatives: no fracture or missing struts. Additional findings: caliber of ivc within normal limits at inferior aspect of filter, not optimally assessed at apex of filter in the liver". Per the certificate of death: "cause of death: hemorrhagic shock, coagulopathy, mass of colon".